Manufacturer narrative:
This report is submitted on april 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, during initial implantation surgery performed (date not reported), the surgeon experienced resistance whilst withdrawing the electrode from the sheath. During the attempt, the alignment marker broke away from the sheath and subsequently, the surgeon removed the electrode and the sheath. The surgeon proceeded to successfully implant the patient with the backup cochlear device. There is no report of patient injury associated with this event.

Manufacturer narrative:
The previous or initial MDR submitted on april 26, 2018 was filed inadvertently. The device was returned to the manufacturer and as per the device analysis the alignment marker was not detached from the sheath on return to the manufacturer. At this time there is no evidence of a device malfunction prior to the implantation. There is no reported serious injury.